Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass, minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reoprted that the customer's insulin pump display was not functioning correctly. It was stated that half of the display was blocked and it looked like there was an ink stain, after the patient was playing basketball and fell. The customer was advised to discontinue use and revert to a back-up plan. The patient's blood glucose was 150 mg/dl. Nothing further was reported.